Event description:
Had bilateral metal on metal hip replacements in 2003. Manufacturer depuy subsidiary of johnson and johnson won't even call my doctor back to discuss problem. Currently having bilateral hip pain starting in 2012. Orthopedic doctor did blood test and mars MRI. Confirmed metallosis 3x ¿problem¿ levels. In addition, presenting inflammation of bursa with pain. I must have bilateral hip revision surgery.